Manufacturer narrative:
(B)(4). Batch # unk. Additional information received: the surgeons are seeing more malformed staples with the new gst loads. The malformed staples are not always either proximal are distal either. Many are in the middle of the staple line. They have yet to experience any full load staple malformations (like previously) but are definitely seeing more malformed staples. Generally, they'll oversew in the spot. Today they bovied the line. All new gst loads are harder to load into the stapler. They are a tighter fit. It¿s ok if that¿s intentional, but with the stapler formation problem, he¿s unsure. The product complaint below is because they couldn't physically push this load into the stapler without comprising integrity of the load. Several times they've had malformed staples on the first stomach firing. Again, it wasn't proximal or distal, but right in the middle of the firing. Additional information was requested, and the following was obtained: were there malformed staples that were found in this procedure? Yes, in a different load. Was there any adverse patient outcome? If yes, was there any medical or surgical intervention performed? No.

Event description:
It was reported that the reload would not fit into stapler channel. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 01/09/2020. D4: batch # t5e56h. Per photographic evaluation: upon visual inspection of one photo, the following was observed: one photo shows tissue and one staple can be seen unformed. Based on the photos reviewed, the event describe of malformed staple is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the analysis results showed that one gst60b reload was received unfired. The returned reload was loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the reload performed without any difficulties noted. The returned cartridge reload was placed and removed with no issues noted during functional testing.  A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 2/4/2020. Additional information received: the surgeon stated that he estimates that over the years he fired between 30,000 to 35,000 times in procedures. He recently observed staple fracturing with a long limb of staple extending away from staple line. Other incidents include not properly formed staples or loose staples. The staple line does not seem as ¿pretty¿ as it used to. This issue seems more common in gastric bypass procedures on the jj. It seems the staple material is not as pliable. The surgeon stated that the occasionally, the surgical tech has a difficult time loading device with new reloads. The surgeon believes that the recent formation issues could possibly be related to the stapler rather than the cartridge.